Manufacturer narrative:
Vyaire medical complaint number (B)(4). The vyaire medical failure analysis laboratory received the suspect device, a sipap ventilator, for evaluation. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the receptacle/housing on the ventilator power cord is either too large or too small. The power cord does not stay connected and falls out very easily. The ventilator was in use on a patient when the issue occurred. There was no patient harm associated with this issue.

Manufacturer narrative:
Upon further review, the reported issue has been determined to be not reportable as the device functioned as intended by switching to the battery power mode and alarming to alert the user of an issue with the device.